Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during cycle 4 of 6. Per the initial report, the home patient (hp) had a system error (se) 2267 (air in the set). The technical service representative (tsr) explained the alarm. There were two empty bags. The nurse stated there was air bubbles in the line. The technical service representative (tsr) had them cycle the power to get the se 2367. The tsr explained that therapy was now over. The nurse said they would have to do a manual bag in the morning. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error 2267 could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.